Event description:
It was reported that during a transcatheter aortic valve procedure, the bioprosthetic valve was crossed over the patient's native valve, which was followed by an immediate decrease in blood pressure. The valve was then deployed to 80% but cardiopulmonary resuscitation (CPR) had to be initiated. Subsequently, the valve was recaptured but left in the patients body as CPR was carried out. Following CPR, the patient was then placed on extracorporeal membrane oxygenation (ECMO). Once stabilized, the valve was then redeployed and successfully implanted. The patient was then taken off ECMO and remained stable. Additional information was received that the valve did not cause or contribute to the hemodynamic instability and cardiac arrest. Per the physician, the valve was recaptured due to the need for CPR. Additional information was received that the drop in blood pressure occurred immediately after the deliverycatheter system (dcs) crossed the aortic valve annulus. Per the physician, the aortic valve annulus was likely occluded resulting in the drop in blood pressure, and the valve itself did not cause the hypotension. Additional information was received that per the physician, the dcs did not cause or contribute to the hypotension or occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the bioprosthetic valve was crossed over the patient's native valve, which was followed by an immediate decrease in blood pressure. The valve was then deployed to 80% but cardiopulmonary resuscitation (CPR) had to be initiated. Subsequently, the valve was recaptured but left in the patients body as CPR was carried out. Following CPR, the patient was then placed on extracorporeal membrane oxygenation (ECMO). Once stabilized, the valve was then redeployed and successfully implanted. The patient was then taken off ECMO and remained stable. Additional information was received that the valve did not cause or contribute to the hemodynamic instability and cardiac arrest. Per the physician, the valve was recaptured due to the need for CPR. Additional information was received that the drop in blood pressure occurred immediately after the deliverycatheter system (dcs) crossed the aortic valve annulus. Per the physician, the aortic valve annulus was likely occluded resulting in the drop in blood pressure, and the valve itself did not cause the hypotension.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: b2. Outcome attributed to adverse event was erroneously omitted from the initial medwatch report. Additional codes. Annex f code was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve did not cause or contribute to the hemodynamic instability and cardiac arrest. Per the physician, the valve was recaptured due to the need for CPR.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the bioprosthetic valve was crossed over the patient's native valve, which was followed by an immediate decrease in blood pressure. The valve was then deployed to 80% but cardiopulmonary resuscitation (CPR) had to be initiated. Subsequently, the valve was recaptured but left in the patients body as CPR was carried out. Following CPR, the patient was then placed on extracorporeal membrane oxygenation (ECMO). Once stabilized, the valve was then redeployed and successfully implanted. The patient was then taken off ECMO and remained stable.